Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. Customer mentioned that her blood glucose was 400 mg/dl at the time of incident. Customer stated that the auto mode was activated at the time of event. The customer stated that the ketone test was positive. Customer was advised to call the doctor first for their safety and called back to complete the troubleshooting for high blood glucose. The insulin pump was not returned for analysis.